Manufacturer narrative:
The customer¿s experience of the device over infusing and failing to detect air in line was not confirmed. ¿ the review of the pcu event log identified an infusion of lorazepam was programmed on (B)(6) and continued infusing to 01 november 2019. The infusion program completed 7 times. Vtbi was changed after the last infusion program completed on (B)(6) 2019 at 9:11:11 am. The device then alarmed for air in line 4 times, a delay of 15 minutes was set two times, alarmed for infusor door opened and check IV set. Unit was removed, re-added, and then removed again. The system was powered down at 10:51:03 am. Total volume of lorazepam infused was 398.671ml. ¿ rate accuracy testing performed on the returned pump module s/n (B)(6) found the device to be delivering fluid within specification. ¿ a thorough inspection of the pump module¿s air detection system was performed and found no irregularities, and was within specification.. ¿ an internal and external inspection of the source pump module found no irregularities. The root cause of the customer¿s complaint of an over infusion and during the infusion the pump module failed to alarm for ail was not identified.

Event description:
It was reported that during an ativan infusion, an over infusion occurred as well as the ail (air in line) detector did not alarm. Upon further observation, the IV tubing was dry past the pump/ail sensor. In addition, white precipitation was noted in the tubing. Although requested, there was no patient impact reported.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was an over infusion and the ail detector not working. During a patient infusion of an IV with ativan gtt, the nurse noticed precipitation in the tubing. It was white in color. Once the pump started alarming completion, it was noticed that the IV tubing was dry from the IV bag past the IV pump. The IV pump did not alarm "air in line."